Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced implant deformation and breakage at 1, 3, 6, and 12 months. There is no evidence of surgical intervention.